Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to inspect and clean the pump's components but could not successfully load a new cartridge. Technical support approved a pump replacement, arranged for the customer to switch to an alternative insulin delivery method, and provided instructions for returning the faulty pump.